Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2006. On or about (B)(6), 2010 and thereafter, patient experienced elevated levels of cobalt and chromium, blood poisoning, pain, soreness, discomfort, audible noise, and loss of range of motion. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Report states that the implant date was (B)(6) 2008.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2006. On or about (B)(6) 2010 and thereafter, pt experienced elevated levels of cobalt and chromium, blood poisoning, pain, soreness, discomfort, audible noise, and loss of range of motion.